Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that a call was received on september 28, 2007, from the clinic regarding a med-el cochlear implant patient who has presented with meningitis. The patient was implanted with a pulsar device in 2006. Surgery details are as follows: history of normal anatomy, full electrode insertion (with back-up device), normal post-operative x-ray, no csf leak and packed cochleostomy. There were no post-operative complications. The patient has a history of sino-nasal symptoms and intermittent fluid (non-infected) in the middle ear. The patient's surgeon last saw the patient in 2007. At that time, she had minimal (non-infected) fluid in the middle ear space. The next month, the patient experienced ear pain (right, implanted ear), nausea and vomiting. She was taken to emergency room after a call to 911. She presented with a high white count in her blood and in her cerebrospinal fluid and was diagnosed with meningitis, at that time. Preliminary testing shows that it is not pneumococcal. The patient has been examined and the report states, that there is no middle ear fluid and a clear mastoid on cat scan.